Event description:
It was reported that a clear link continu-flo solution set would not ¿flow much beyond the chamber¿. The report indicated that this occurred during priming. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.